Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A blood leak alarm occurred during a routine hemodialysis treatment. There was no visible blood in the drain line. Rinseback was not completed due to clotting of the circuit, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not responding to the alarm appropriately in a timely manner. The operator stated that there was no visible blood in the waste line. Review of the treatment log file indicates that the alarm was preceded by multiple therapy fluid air alarms. The blood leak alarm was most likely caused by air in the effluent which is listed as a probable cause for the alarm in the user's guide. Occasional alarms during dialysis are expected and should not result in a blood loss if device labeling is followed. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided. See scanned page.